Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to depuy synthes, however x-ray were provided for review. Visual analysis of the photo revealed that the screw appears to be migrated laterally form its original position. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. According to the surgical technique rfn-advanced retrograde femoral nailing system, the following precautions should be taken: -the nail is offered with a polymer inlay for added angular stability of the distal locking screws; however, there may be an increased risk of screw migration when using the inlay. Therefore, if added angular stability of the distal locking screws is not required, the polymer inlay can be removed. -if the inlay is used, consider use of a 0mm endcap to reduce the risk of screw migration. Note: in a standard locking construct, the use of a 0 mm end cap may reduce the risk of screw migration (refer to step 5). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the locking screw for im nail 5/ 90/ xl25 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 patient was brought into surgery by surgeon for a loosening of distal interlocking screws in a synthes rfna femoral nail. The implant was initially placed by surgeon on (B)(6) 2024 at the same facility. At some point after that date the patients nursing home noticed prominent hardware at the skin. The patient was brought to the hospital for revision surgery on (B)(6) 2024. There was an infection. There was no surgical delay. This report involves one (1) locking screw for im nail ø 5mm/ 90mm/ xl25. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.